Event description:
It was reported that during a routine follow up high out of range pace impedance measurements were reported as well as high capture thresholds, and loss of capture when it comes to this right ventricular lead. An intervention took place and a new lead was implanted. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during a routine follow up high out of range pace impedance measurements were reported as well as high capture thresholds, and loss of capture when it comes to this right ventricular lead. An intervention took place and a new lead was implanted. This lead will be returned. No adverse patient effects were reported.